Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported yesterday the consumer was removing their shirt and felt something move, and didn¿t think the device was working. The consumer then called ems because they felt stimulation firing constantly, but today they felt nothing. It was unknown if the device was on and no impedance measurements were taken. There were no traumas or falls reported related to this issue and it was unknown if there was any emi exposure. It was also reported the consumer wasn¿t trained on how to use their patient programmer (pp) and didn¿t think it was working. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.